Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was unable to charge despite using multiple usb cables, wall adapters and power sources. Additionally, it was reported that the pump shut down unexpectedly. The customer's blood glucose ranged from 196 mg/dl to 400 mg/dl. Reportedly, customer reverted to insulin pens for insulin therapy.